Event description:
Hcp noted on follow up that pt had onset of infection 10/11/2005 with redness, swelling, and pain at the device pocket. Culture of device pocket and lumbar region grew coagulase negative staph. The pt was given intravenous and oral antibiotics and the infection resolved. The pt had a history or obesity.

Event description:
Hcp reported pt developed an infection. The device was returned for disposal only.